Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the cartridges revealed that the reloads were partially fired. The second reload had damage to the cutting edge of the knife blade noted during microscopic inspection. Functionally, the reloads were loaded into a post market vigilance instrument for functional testing. The reloads were applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as staples) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of over-indicated tissue may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, when surgeon squeezed trigger of body, I-beam went up forward. But stapling failed at distal part. So he had to use another cartridge. No patient injury. Patient status: stable.